Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes "yellow" foreign matter discovered in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about a yellow lump (fm) found on tube.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. Evaluation of the photographs provided showed a slightly coarser than normal spray pattern on the tube¿s walls. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube.additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. The most likely root cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes "yellow" foreign matter discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about a yellow lump (fm) found on tube.